Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 42 mg/dl during the night and then went to 480 mg/dl and it was coming back down at the time of incident and current blood glucose was 248 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose level and insulin pump for high blood glucose level. Customer stated that they noticed air bubbles during therapy. The approximate size of air bubbles was one inch and the location of bubbles was tubing. Customer stated that the high blood glucose because of that air bubbles. The insulin pump will be returned for analysis. The reservoir and sensor will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The pump was monitored for three days with no motor anomalies or bubbles in tubing/reservoir noted. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported via phone call that the customer's weight has been changed to (B)(6).